Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by sheared motor mount screws which were lodged between the motor gears. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during routine testing. It was also reported there was no patient involvement.